Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and extremely stretched out with the helix coupler being pulled through the helix housing. Dried blood and tissue were present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high capture thresholds. As a result, the lead was exchanged for a non-bsc product to complete the procedure. No adverse patient effects were reported. This lead was received for product investigation.